Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Report source: (B)(6). Complaint sample was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. The undated x-ray was reviewed by third party health care provided. The review states that there is minimal linear lucency along the patellar component posteriorly which could suggest hardware fracture. This could result in instability. Also, there is significant soft tissue surrounding the knee, consistent with patient's history of soft tissue infection. Investigation results concluded that the reported event was due to loosening, instability and infection are known adverse effect of this procedure; therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a revision procedure due to loosening approximately 8 years post implantation.  Attempts have been made and no additional information is available.